Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, manufacturer representative (rep), and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The caller reported that the patient went into the hcp office and the doctor went through all programs and that on program 2 and 3, the patient felt stim down their right leg. The caller read a note during the call, it said do not use program 2 or 3, the patient has sensation in the leg. The caller confirm that the therapy was on. The patient was on program 4 at 3.0v. Patient service reviewed that program 2 &3 would need to be changed in the hcp office. It was noted that the patient¿s next appointment with their hcp was (B)(6) and the patient was told the rep would be present at that appointment. The caller reported that the patient programmer (pp) batteries have been changed and the doctor called her today telling the patient to call and order a replacement pp. The caller confirmed that the pp was functioning and connecting to ins normally, the caller could not identify any reason for the pp to be replaced other than a programming issue. It was noted that the patient had met with the doctor the day before the call. Patient services advised the caller to have the hcp or rep call patient services with the reason that they wanted the pp replaced. The same day, the rep called in and stated that he received an email from the patient¿s clinic because they were having problems pairing the pp with the ins. The rep reported that he was told that one out of every 10 times they tried to make an adjustment it would work, then the pp would not work. The rep reported that the nurse practitioner at the clinic thinks there is something wrong with the pp. The nurse tried taking the antenna out and tried 10 different spots were the ins is located. The rep stated that the pp would not connect sometimes, and they were seeing the sync screen. When the nurse was using the 8840, the ins was working fine to make adjustments, but not with the pp. The same day the hcp called in, the hcp confirmed that the patient has a zinging sensation down his legs, but overall he doesn't have sensation in 2 of the programs. The hcp reported that the patient doesn't have therapy like he had during stage 1 where he only had to use 1-2 depends, but now he's up to 4 depends a day. The hcp noted that the patient¿s furosemide was increased to 60mg from 40mg. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep reported that the cause of the intermediate communication, patient feeling stim down their right leg, and patient not having sensation on 2 of the programs was unknown. The rep reported that as far as the rep was aware the issue was reported to be resolved. Actions taken to resolve the issue were unknown. The rep confirmed the information was confirmed with the hcp.